Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. As a result of this issue, pump sleep mode was interrupted, causing customer to experience a low blood glucose level between 40-60 mg/dl. Low bg was addressed by consuming glucose tablets. The pump was reset, and the customer continued to use the pump for insulin therapy.